Event description:
The patient underwent balloon angioplasty of the occluded and stenosed m1 & m2 segments of the left middle cerebral (mca) artery that resulted in improvement of the blood flow through the superior division of the left mca. A stent delivery system was positioned across the m1 & m2 segments, "however, due to the severe tortuousity the stent stabilizer and microcatheter fractured and the stent could not be deployed." The stent delivery system was removed, and the stent was transferred into a microcatheter. The stent was then successfully positioned and deployed. There was no reported clinical consequence to the patient as a result of this issue.

Event description:
The patient underwent balloon angioplasty of the occluded and stenosed m1 & m2 segments of the left middle cerebral (mca) artery that resulted in improvement of the blood flow through the superior division of the left mca. A stent delivery system was positioned across the m1 & m2 segments, "however, due to the severe tortuousity the stent stabilizer and microcatheter fractured and the stent could not be deployed." The stent delivery system was removed, and the stent was transferred into a microcatheter. The stent was then successfully positioned and deployed. There was no reported clinical consequence to the patient as a result of this issue.

Manufacturer narrative:
The subject device is not available; therefore, physical analysis cannot be performed. From the information available there is no indication that the reported event is related to product specification nonconformance or misuse. Based on the information available, the stent delivery system was used in a region of excessive tortuosity. It is likely that anatomical factors encountered during the procedure limited the performance of the device. Therefore, a root cause of operational context has been assigned to this event.